Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011, imprecise estradiol results were generated on an access 2 immunoassay system for one patient. The patient's initial estradiol results and subsequent duplicate repeat estradiol results varied. The imprecise results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. No specific patient information, sample handling/collection information or system information was provided by the customer.